Event description:
Claim on 3d printed bite splint the patient suffered injury, pain, and economic loss from an improper fitting 3d printed bite splint that caused, contributed, and concealed the need to replace two 3d printed zirconium crowns with crowns made from a physical impression. The patient also suffered additional negative effects including throbbing and radiating pain through teeth and gums. Premature loss of a natural molar tooth #18. Loss of crown. The 3d printed bite splint along with the 3d printed crowns #3 and #18 respectively were defective in their design and fit. They did not match correctly to the mouth or teeth of the patient. The dentist failed to advise patient there was another option other than 3d dental scanning for creating an impression for a new night guard. Lack of informed consent. The dentist failed to examine or distinguish the difference between the patients' existing nightguard and the 3d printed bite splint at any time. 3d bite splint was ordered after the completion of all dental work to the upper quadrant per the treatment plan. Otherwise, future adjustments may change the fit of the 3d bite splint. After advising the patient that all dental work needs to be completed before the 3d bite splint the dentist makes adjustment to tooth #15 while seating 3d printed crown #18. The dentist negligently shaved into tooth #15 in the upper quadrant after the night guard was ordered. The adjustment by shaving into tooth #15 had an effect and altered the 3d printed bite splint. The 3d printed bite splint was irrevocably changed and tighter fitting than before. The adjustment to the upper molar #15 also revealed the improper fit of the 3d printed bite splint previously unknown to patient. As a result of an improper fit, the 3d bite splint contributed to the breakdown of natural molar tooth #18. As the dentist even commented that the tooth was about to go. As a result of an improper fit, the 3d printed bite splint caused pressure and abrasions to the molar from contact made during wear which contributed to the failure of 3d printed crown #18. Similarly to the natural molar tooth before it. As a result of an improper fit, the distance between the molar and the front teeth of the patient were too far apart for the 3d bite splint to wear correctly. While wearing the 3d bite splint, the 3d bite splint cups the lower edges of the front teeth. The 3d bite splint hangs partially suspended between the upper and lower molars. The 3d bite splint does not reach the molars completely to rest therefore does not fit. When the mouth closes, the molars contact the 3d bite splint that clamps down tightly with pressure on the lower tips of the front teeth creating the hazard of chipping the front teeth while wearing the 3d bite splint. Reference reports: mw5153555, mw5153519. .